Manufacturer narrative:
The account replaced the left side coiled cable assembly to resolve the issue.

Event description:
The account alleged the left side lift arm coiled cable is cut and copper wires are showing. No pt impact.